Manufacturer narrative:
An event regarding revision due to "poly wear/dislocation" of an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but indicated " one x-ray shows a bilateral hip and confirms a broken dall miles cable grip and another x-ray showed a well fixed components, no confirmation of event, need primary and revision operative reports, past/clinical medical history, needed serial x-rays, and examination of explanted components". -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The provided x-rays were submitted to a consulting clinician who indicated that the patient has bilateral hips and confirmed that a broken dall miles cable grip was observed in one of the hips while the other hip seemed to have well fixed components. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision performed due to poly wear and dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision performed due to poly wear and dislocation.